Event description:
The customer used the device to check their blood glucose and obtained a result of 260 mg/dl. Three hours later they were unconscious. Emergency medical techs were called and they checked their glucose and the level was 30 mg/dl. They gave pt a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.